Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Physician reported left side "rupture" with a saline device.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on radius side assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 05/17/2024.

Event description:
Patient reported left side deflation. Healthcare professional later confirmed. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.9, d.6b, h.6.

Event description:
Device has been explanted.